Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information that the patient alleging cancer and lung cancer (non-small cell adenocarcinoma). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture service center, the unit passes the final test. There was no error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.